Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was not powering on. The medical affairs specialist (mas) called and spoke with the patient on nine days later and obtained additional information. The patient informed the mas that she tests her blood glucose twice a day (in the morning and in the evening). Her diabetes medication regimen includes metformin 500 mg twice/day. The patient reported that the alleged issue first occurred on three days prior to original date at 6 pm when she attempted to test her usual time. She replaced the battery in the meter, but the meter still did not power on. The patient then took her usual oral medication (metformin) per her regimen. She was asymptomatic at that time. At around 7:30 pm, she started feeling sweaty. She attempted to turn on the meter again to test her blood glucose, but the meter still did not power on. She then treated self with sugar and felt better within minutes. She was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. The patient did not have the test strips with her at the time of the call and therefore, troubleshooting could not be completed. The batteries were checked and they were correctly installed in the meter. The condition of the battery contacts was also good. Based on the information provided, there was no misuse of the product. This complaint is being reported because the patient claimed to have developed symptom suggestive of hypoglycemia after the reported issue began. She treated self with sugar and felt better. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.